Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance (cps) that one infusor had a leak, that was observed at the junction of the tubing and the filter. This occured during infusion of fluorouracil (5-fu) with a male patient. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition was confirmed for a leak. The leak condition was due to a crack on the luer. No other observations were noted on the unit. No repairs will be performed as this is a single use device and it will be discarded. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.